Event description:
It was reported that during a procedure for a routine implant, it was observed that the right atrial lead pacing impedance was higher than the normal range even after changing position. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.